Manufacturer narrative:
(B) (4). Physio-control contacted the customer to verify resolution to the reported failure. The customer's biomed indicated that they did order a replacement power module and the device has been repaired. Proper device operation was observed and the device was placed back into service for use. The removed power module has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported that the device will not operate on ac power. The ac mains light is not on and device will not charge the battery. There were no reports of pt use associated with the reported failure.